Event description:
It was reported that the patient presented to the emergency room with chest pain. The patient was placed on a monitor and their heart rate was noted to be in 30's with intermittent rv capture with the right ventricular (rv) lead. Interrogated the device which revealed high thresholds and they were unable to get rv capture at max output. A lead revision was completed the following day, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.